Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited high capture threshold of 5.25 v at 1.5 ms. Microdislodgement was suspected. Output value was increased to 6.5 v at 1.5 ms.